Manufacturer narrative:
In trouble-shooting, following the procedure checked the imaging system and found that everything worked well. On (B)(4) 2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. System does not respond on pendant buttons. Perform re-home calibration, check-up wires connection on imaging system control board. On (B)(4) 2016 a medtronic representative performed a second imaging system check-out, all areas passed. Issue resolved. System performed as intended.

Event description:
A medtronic representative reported that, while in a spine procedure, during image acquisition, the site's imaging system stopped working and did not respond on pendant's buttons. After re-booting the system, the issue occurred again. The surgeon opted to discontinue the use of the imaging system and brought in a c-arm to continue the procedure. The surgeon completed the procedure without the use of the navigation system and without the imaging system. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
(B)96).